Event description:
Doctor was performing a percutaneous nephrolithotomy on a female patient when the 27093ll lithotripsy probe broke apart in the patient in two pieces. Both pieces were immedilately retrieved, an x-ray confirmed that no pieces were left in patient and the procedure was completed. There was no adverse effect on patient.